Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the rim of the inner diameter of the liner is slightly deformed. Minor scratches are observed in the inner diameter. The observed surface characteristics appear consistent with damage sustained from the dislocation event and/or the explantation attempt. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation. Visual inspection of the returned devices indicated that the head and liner were damaged from the disassociation/dislocation event as well as explantation. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the stem was also revised to add version to the hip construct; it is likely that the choice of stem implant contributed to the construct failure 3 days post-operative. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
On (B)(6) 2025, surgeon found that the mdm insert was detached from the head in a patient who had a tha on (B)(6) 2025. Non-obturative dislocation repair was attempted, but the insert remained dislodged, so an emergency surgery was performed to replace the head and mdm insert. The primary surgery was uneventful and the mdm insert and head mated as per the procedure manual.